Event description:
It was reported by the customer that a bd pyxis medstation es system had a drawer failure on the station. Customer tried to recover the failed drawer still the issue persisted. Upon fse investigation it was found that the solenoid started to smell like it was burning. After rebooting, the new solenoid began smoking. Fse replaced the hh cubie drawer due to drawer board and solenoid failures that caused smoke and a burning smell; there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿(B)(4) ¿ nhr-ed-2 : main drawer 5 rail is broken and need replacement. Drawer is stuck and not opening ¿ (B)(4) ¿ fh cubie drawer 6 rails broken ¿ (B)(4)¿ nhr-ed-2: main drw 5 (fh) failed to open a review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer jammed and cubie wouldn't open, affecting multiple drawers. A field service engineer replaced the hh cubie drawer due to drawer board and solenoid failures that caused smoke and a burning smell. The system functioned as intended after the field service engineer troubleshot the device.